Event description:
Per the surgeon, the patient¿s flange fixture failed to osseointegrate. The physician was reportably able to ¿unscrew the fixture and remove it.¿ the patient has no plans for reimplantation.

Manufacturer narrative:
.